Event description:
During an in clinic follow-up, the device was found to be in backup vvi mode (bvvi) resulting in of high-voltage (hv) therapy being disabled. The cause of the event is unknown. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable with no consequences.